Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead was shipped and received with a partially deployed helix that would not screw or unscrew, no matter the amount of turns in or out of the vasculature. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.